Event description:
It was reported that during a supply change and subsequent dry run, the ilet generated alert 38 indicating a motor stall and prevented the rewind process, which resulted in failure to infuse and elevated blood glucose until another full supply change restored pump function. Symptoms included hyperglycemia with a reported glucose of 386 and headache. Outcomes included an unexpected medical intervention with medication and a delay to therapy. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a communications problem and traced the issue to a component failure involving the motor, consistent with the reported failure to infuse and alert 38 motor stall. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.